Manufacturer narrative:
Visually and optically identified witness marks and plastic deformation at hex corners of the nut, as well as the top face of connector. The self-breaking nut was received assembled to the bone screw and cannot be removed. Optical examination of the screw thread concentricity to the nut inner diameter identified an off-center condition, consistent with misalignment of the bone screw and nut during intraoperative assembly; the inability to break off the nut also corroborates this. No issues material or functional issues note, with respect to the connector. The above observations are consistent with misalignment of the bone screw and the nut during intraoperative assembly.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the set screw was not broken off. No patient complications were reported.